Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a no delivery alarm. Customer's blood glucose was 548 mg/dl. After troubleshooting, caller was advised that insulin pump was working as designed.